Manufacturer narrative:
Follow-up #1: date of submission 11/4/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: unable to duplicate the complaint. The black box begins shows a replace battery alarm on (B)(6) 2016 at 21:16 followed by a por. Pump was powered back on and deliveries resumed on (B)(6) 2016 at 22:26. Alarm history shows typical alarm prior to event date. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. No delivery interruptions or alarms occurred during the investigation. Unrelated to the complaint, the battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the patient was hospitalized with diabetic ketoacidosis while on insulin pump therapy. The reporter stated the patient was sick and was not testing or bolusing with insulin. No further information was provided. Animas customer technical support made several attempts to follow up with the reporter to obtain further information; however, the reporter did not respond to these follow-up attempts. This complaint is being reported because the patient experienced serious injury while on insulin pump therapy; not enough detail was provided to rule out a pump issue.